Manufacturer narrative:
Product ID 377645, lot# v011114, implanted: (B)(6) 2007, product type: lead. Product ID 377645, lot# v017401, implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37742, lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient "may have her device explanted because it had moved way up her back". Additional information has been requested but was not available as of the date of this report.